Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/16/2020. Additional h6 patient code: 1930. Additional information was requested and the following was obtained: procedure name? -- thread s/c ablation following transtibial amputation was there any infection noticed with patient? Yes. If yes, where was the infection noticed in patient? Infection related to the thread. Was there any treatment ( medical or surgical intervention / antibiotics or prescription medication) provided to patient for the infection ? No antibiotics and no re intervention. Was there any other treatment ( medical or surgical intervention / antibiotics or prescription medication) / re-suturing provided to patient after the removal of stitches post-op? No. Patient current condition ? Good healing, closed wound no inflammation ((B)(6) 2020).

Manufacturer narrative:
Date sent to the FDA: (B)(4). Additional information: d8, d10, h6additional h-3 summary: it was reported slow absorption of suture. An used piece of product was received for analysis. During the visual inspection of the used suture piece, a knot suture and body fluids could be observed. The ends were cut appear to be by use of surgical instrument; and this is consistently with the removed of the suture from the patient. Absorption of vicryl rapid suture is essentially complete by 42 days. The manufacturing records could not be reviewed as the batch number is unknown. According to sample condition, no defects were observed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Was there any infection noticed with patient? If yes, where was the infection noticed in patient? Was there any treatment ( medical or surgical intervention / antibiotics or prescription medication) provided to patient for the infection? Was there any other treatment ( medical or surgical intervention / antibiotics or prescription medication) / re-suturing provided to patient after the removal of stitches post-op? Patient current condition?

Event description:
It was reported that the patient underwent resumption of transtibial amputation on (B)(6) 2020 and suture was used. During the repair of the dressing on (B)(6) 2020, seven weeks after the procedure, the subcutaneous suture was still visible, which caused a delay in healing and an infectious risk. The apparent subcutaneous thread was therefore removed. Additional information has been requested.